Event description:
Healthcare professional reported right side "exchange from textured to smooth due to concern with the product and seroma". Physician later added "during explant surgery the doctor noticed a right side rupture." Device has been replaced and discarded.

Manufacturer narrative:
Device photo analysis evaluation: visual analysis of the photographs identified broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported right side "exchange from textured to smooth due to concern with the product and seroma". Physician later added "during explant surgery the doctor noticed a right side rupture." Device has been replaced and discarded.